Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. Analysis revealed normal battery depletion. Continuation of concomitant products: 6947 implantable tachy lead (B)(6) 2010; 4196 implantable pacing lead (B)(6) 2010. (B)(4). This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the device reached elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.